Event description:
The customer reported via phone call that the insulin pump could not be downloaded to the software and it is showing an error. The customer would received "link device found", but the insulin pump is not responding. The blood glucose readings were 117 mg/dl. The customer performed a self test and it passed. It was also stated that the same issue occured on (B)(6) 2014. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor, and excessive no delivery test. The insulin pump was passed the self-test. The insulin pump was unable to download to the carelink software due to error alarms in the alarm history screen. The error alarms were due to a corrupted history file. The insulin pump was received with cracked reservoir tube lip, battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.